Event description:
On (B)(6) 2023, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services she needed to report to the emergency department (ed) for assistance with fill and drain [cycles] for pd therapy. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the ed on (B)(6) 2023 for fill and drain complications during ccpd therapy due a fibrin occluded pd catheter (not a fresenius product), attributed to a peritonitis infection. Prior to this event and concerning the peritonitis infection, the patient was hospitalized on (B)(6) 2023 after the outpatient clinic could not obtain patency with her pd catheter (not a fresenius product). Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with staphylococcus epidermidis in the culture and a wbc count of 542/mm3. The patient was diagnosed with peritonitis with the root cause more than likely attributed to touch contamination during ccpd therapy on the liberty select cycler at home based on effluent fluid culture results. The patient was prescribed intraperitoneal vancomycin at 2000 mg every three days for two weeks. The patient was placed on backup hemodialysis (hd) for renal replacement therapy due to recurrent occlusion of her pd catheter. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. Concerning the ed visit on (B)(6) 2023 following hospital discharge, ed staff was able to obtain patency in her pd catheter through thrombolytics and the patient was released to home on the same day with no hospital admission. The patient recovered from these events and has been scheduled for an outpatient pd catheter revision procedure. It was confirmed that the patient¿s drain and fill complications due to a peritonitis infection and the associated hospitalization and ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following these events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. A device history record (DHR) review was performed for the potential related lots and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s adverse event is more than likely be attributed to touch contamination during ccpd therapy as reported by a medical professional. Nonadherence to aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2023, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services she needed to report to the emergency department (ed) for assistance with fill and drain [cycles] for pd therapy. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the ed on 16/aug/2023 for fill and drain complications during ccpd therapy due a fibrin occluded pd catheter (not a fresenius product), attributed to a peritonitis infection. Prior to this event and concerning the peritonitis infection, the patient was hospitalized on (B)(6) 2023 after the outpatient clinic could not obtain patency with her pd catheter (not a fresenius product). Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with staphylococcus epidermidis in the culture and a wbc count of 542/mm3. The patient was diagnosed with peritonitis with the root cause more than likely attributed to touch contamination during ccpd therapy on the liberty select cycler at home based on effluent fluid culture results. The patient was prescribed intraperitoneal vancomycin at 2000 mg every three days for two weeks. The patient was placed on backup hemodialysis (hd) for renal replacement therapy due to recurrent occlusion of her pd catheter. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. Concerning the ed visit on (B)(6) 2023 following hospital discharge, ed staff was able to obtain patency in her pd catheter through thrombolytics and the patient was released to home on the same day with no hospital admission. The patient recovered from these events and has been scheduled for an outpatient pd catheter revision procedure. It was confirmed that the patient¿s drain and fill complications due to a peritonitis infection and the associated hospitalization and ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following these events.